Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). A visual examination of the returned uphold¿ lite revealed that there is a hole in the mesh and one leg is twisted. A portion of one leader loop was separated from the mesh assembly. The remainder of the leader loop is attached to the assembly. One sleeve was separated from the mesh assembly and appears torn. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during cystocele repair on (B)(6) 2016. According to the complainant, during the procedure, the physician had difficulty removing the sleeves. The procedure was completed with another uphold (tm) lite w/ capio slim . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation result: there is a hole in the mesh and the sleeve appears torn.